Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string came out of two bladder supports leaving the device inside. The first time she was able to manually remove the bladder support and did not seek medical assistance. The second time, consumer alleged she tried to manually remove the device four or five times without success. She experienced vaginal bleeding, pain and discomfort from the removal attempts. The next day she went to the doctor and device was removed using forceps. After device was removed the doctor applied an antibiotic cream. Consumer reported her symptoms have resolved.